Event description:
A customer's mother reported daughter rec'd a reading of 38 mg/dl on her freestyle lite blood glucose monitor, and then approx one minute later receiving a result of 182 mg/dl. The results when plotted on a parkes error grid fell into the "b" zone, showing the difference in values to not be clinically significant. Based on the result of 182 mg/dl, her daughter medicated with insulin and began to feel nauseous and experienced a stomach ache. The nurse at her school administered (2) glucose tablets and juice in an attempt to stabilize her glucose levels. The customer reported her daughter was seen at a health care facility and diagnosed with severe hypoglycemia. However, she did not give the name of the facility and there was no treatment reported other than the (2) glucose tablets given by the school nurse. Therefore, it is unclear if she was seen by a health care facility outside of the school. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.